Event description:
It was reported that the user experienced recurrent low blood glucose while fasting for a religious holiday and frequently paused the insulin pump, after which the pump appeared maladapted; the agent advised contacting the healthcare provider to determine whether to remain on the pump during fasting or transition to backup therapy, with a factory reset suggested when normal diet resumes. Symptoms included hypoglycemia, dizziness, and fatigue. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.